Manufacturer narrative:
Date of event: event date approximate, exact date unknown. Additional suspect medical device component involved in the event: brand name: infinion cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7071714.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure where the spinal cord stimulator leads were replaced. The explanted leads will not be returned as they were discarded by the medical facility. The patient was doing well post-operatively.

Manufacturer narrative:
Box b3: event date approximate, exact date unknown. Update to d6a implant date. Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7071714.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure where the spinal cord stimulator leads were replaced. The explanted leads will not be returned as they were discarded by the medical facility. The patient was doing well post-operatively.